Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. The customer provided information on their reprocessing information: no deviations were identified. Examination showed device damage at the device near the area of foreign material. The cause of the issue was not established. The event can be detected and prevented by following the instructions for use: IFU states the detection method in tjf type 150 operation manual "chapter 3 preparation and inspection". IFU states the preventive measure in tjf type 150 reprocessing manual "chapter 3.5 manual cleaning". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign objects in the knob wire (k- wire) and forceps elevator. There were no reports of patient involvement.